Event description:
A customer reported her blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer additionally reported since her blood glucose meter would not work and she was "asleep" and "acting funny", her husband called the paramedics who treated her with a "shot" of an unknown medication and transported her to a health care facility. She further reported receiving medical treatment, but she did not know the treatment rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.